Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). At 14:00, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.1 inr. At 14:30, a sample from the patient was tested using the meter, resulting with a value of 4.5 inr. At 1:02 p.m. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 4.9 inr. At 2:20 p.m. On the same day, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.7 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. There have been no changes in the patient's diet. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 322641) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
Medwatch field other #has been updated.

Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results (qc range 2.8 - 4.2 inr): qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.